Event description:
Event description cpi received information that indicated the implantable cardioverter defibrillator (ICD) was oversensing resulting in brady inhibition. Capture was confirmed in both chambers.